Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, comestic defect of scratched lcd screen and discoloration in upper enclosure. The device was scrapped.

Manufacturer narrative:
Evaluated by third party.